Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message after installing a lifeband" was confirmed in the archive data but was not confirmed during the functional testing. No device malfunction was observed that could have caused or contributed to the reported ua12 error message. The probable root cause of the reported complaint could be the belt clip not detected in spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. During the visual inspection of the returned platform, a vertical crack was noted to be running through one of the screw fittings of the front enclosure. Also, the UDI label was observed to be worn. The observed physical damages were unrelated to the reported complaint, most likely attributed to user mishandling. The front enclosure and UDI label will be replaced to address the issues. Initial functional testing failed due to the autopulse platform displayed a ua45 (driveshaft not at "home" position after power-on/restart) error message upon powering up, unrelated to the reported complaint. The root cause was due to driveshaft not to be at "home" position. To remedy the fault, the driveshaft was rotated to "home" position. The platform was then further tested, and the reported complaint of the ua12 error message could not be replicated. The belt switch assembly was evaluated as a possible root cause for the reported ua12; however, it was observed within the specification. A review of the autopulse platform archive was performed, and it showed multiple ua12 (lifeband not present) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive showed user advisory (ua) 20 (position out of range) error message to have occurred on the reported event date. The ua20 error message was cleared by the customer two times. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at the home position. To clear a ua20 error code, return the drive shaft to home position using the administrative menu. Awaiting the customer's approval for repair.

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message after installing a lifeband. The user removed the lifeband and re-installed it multiple times; however, the ua12 error message persisted. No patient involvement.